Event description:
It was reported that the device had a broken handle before the surgery. During evaluation, it was also found that the device had a damaged comb. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the ratchet was stuck on the bottom roll, the comb was damaged and the bottom roll was worn. The comb, bottom roll, ratchet gear and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.